Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had inserted a sensor and the minilink did not blink. The customer's blood glucose level was unknown mg/dl. The customer mother already removed the sensor and the sensor electrode was missing. The customer was advised that the sensor will be replaced.